Event description:
Affiliate reported that the vp shunt was revised because it was faulty and blocked. Both proximal and distal catheter patent.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time. Additionally, this complaint is being reported late. Codman us only received notification of this complaint on 03/20/2008 with limited info. The actual complaint form was not received until 3/27/2008. The rep has been notified of the proper procedure in reporting complaints in a timely manner.